Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and control printed circuit board (pcb) was replaced and returned for investigation. Control printed circuit board (pcb) controls the breathing pattern for all ventilation modes. The reported deviation of low o2-concentration was reproduced during test of the returned control printed circuit board (pcb). The conclusion of the investigation is that the issue occurred, due to a digital to analog converting integrated circuit (ic) that is part of the electronics for controlling the flow of the air gas module. No device logs have been received. Why the digital to analog converting integrated circuit(ic) failed has not been determined.

Event description:
(B)(4).